Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1 and phone: (B)(6).

Event description:
It was reported that the balloon was leaking air. The 60% stenosed target lesion was located in the severely tortuous and non-calcified vessel. A 6.0 x40, 75cm gladiator? Elite was advanced for dilation. However, the balloon leaked air and could not be inflated during the first pressurization during the procedure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - updated initial reporter zip/post code. A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 19mm distally of the proximal marker band. The balloon cannot be inflated due to the balloon pinhole. A visual and examination observed no damage to the tip, shaft, and markerbands of the device. This concludes the product analysis.

Event description:
It was reported that the balloon was leaking air. The 60% stenosed target lesion was located in the severely tortuous and non-calcified vessel. A 6.0 x40, 75cm gladiator? Elite was advanced for dilation. However, the balloon leaked air and could not be inflated during the first pressurization during the procedure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the balloon was leaking air. The 60% stenosed target lesion was located in the severely tortuous and non-calcified vessel. A 6.0 x40, 75cm gladiator? Elite was advanced for dilation. However, the balloon leaked air and could not be inflated during the first pressurization during the procedure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 19mm distally of the proximal marker band. The balloon cannot be inflated due to the balloon pinhole. A visual and examination observed no damage to the tip, shaft, and markerbands of the device. This concludes the product analysis.